Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during irrigation and aspiration of a laser assisted cataract procedure, a small anterior tear was discovered at approximately 10 o'clock. There was a small tag in the area after the laser had treated the capsule in the right eye. The doctor was able to place a one piece intraocular lens into the eye with no issues.

Manufacturer narrative:
A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4)